Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: sample has not yet been received, but was reported to be available. Conclusion: the sample will be evaluated when received and a f/u report will be filed.

Event description:
Drug/diluent: marcaine 0.25%. Fill volume: 120ml and flow rate: 2ml/hr. Procedure: hernia repair. Cathplace: groin. Fast flow. Pt was told pump should last from wednesday to saturday, but according to pt, pump was empty by thursday evening. Pt said he removed the catheter on friday, but knew the pump was empty on thursday because it was wrinkled and shrunken. Reported infusion started (B)(6) 2011 at 10:05 am and ended the evening of(B)(6) 2011. Sales rep spoke to surgeon who felt complaint was pt issue, not pump issue. Date of event: (B)(6), 2011. Per dfu: labeled flow rate: 2ml/hr. Labeled fill volume: 100ml. Maximum fill volume: 125ml. The infusion rate is 50 hours when filled to the labeled volume and flow rate.